Manufacturer narrative:
Further investigation cannot be performed because customer hung up and not reachable. However, based on our previous investigation against similar issue, it appears that there might be extensive forces applied to nasal swabs which lead to breakage of swabs during sample collection. The nasal swabs is suitable for sample collection in the intended nasal area and for short contact. It is not intended to be used in conditions that require the ability to resist deformation. No adverse event was reported and access bio will continue to monitor future complaints through our data trending programs and take further actions based on identified valid trends.

Event description:
On september 23 2022, access bio received a complaint regarding the incident that a portion of swab was broken during sample collection. No adverse event was reported.